Manufacturer narrative:
This report is being submitted to report additional information. During investigation it was found that the subject is a third party item. No further medwatch report will be submitted for this event.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient experienced bone loss at implant tooth site #3, with associated pain. The implant presented 40% bone loss at distal abutment for mesial cantilever bridge they continued to monitor the bone loss but progressed and the patient decided to remove the implant.